Manufacturer narrative:
This report is filed february 29, 2016. The implanted device remains.

Event description:
It was reported the patient experiences intermittencies with device use. The implanted device remains.